Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010 during the pt's 2-year follow-up, asymptomatic in-stent restenosis was identified via ultrasound. The pt underwent surgical intervention for the restenosis on (B) (6) 2010. The pt's condition resolved and was discharged on (B) (6) 2010. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Restenosis of the stented artery is a known potential adverse pt event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.